Event description:
An ultraflex covered tracheobronchial stent was used during a stent placement procedure on a male patient (weight unknown) in 2008. According to the complainant, "when the [stent] was deployed, it deployed incorrectly and fell out." The procedure was completed with another ultraflex covered tracheobronchial stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The april 2008 15-month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.